Event description:
Boston scientific received information that a fracture of this atrial lead is suspected as impedance measurements are greater than 2000 ohms. Additionally, there is intermittent capture, no pacing and no sensing. It was noted that the patient had open heart surgery and has been feeling tired all the time. The clinical observations could also be due to loss of av synchrony. No adverse patient effects have been reported.

Manufacturer narrative:
The lead remains implanted and the caller is working with the patient's physician to determine a course of action. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that the atrial lead reprogrammed off and the device was reprogrammed to vvir configuration. No other adverse events have been reported. This product issue will be updated if additional information is received.